Event description:
It was reported that the pt, implanted in 2001, was re-implanted on (B)(6) 2014 as the device was, reportedly, no longer functional.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.